Manufacturer narrative:
The reported events of fracture and high lead impedance were not confirmed. Only the middle portion of the lead was returned in one piece. Final analysis found external insulation abrasion breaching the optim sheath at 21.5 cm to 21.9 cm and 34.0 cm to 34.4 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the right ventricle lead exhibited high pacing impedance and suspected fracture. The right ventricle lead was left as is and the implantable cardioverter defibrillator (ICD) was explanted and replaced with a competitor ICD. Later patient presented with infection and the competitor ICD and leads were all explanted. Patient was stable.